Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced elevated blood glucose (bg) of over 600 mg/dl with admission to the hospital for treatment. Details of the patient¿s treatment and/or resolution of the bg excursion were not provided. The reporter stated the pump was cracked at the cartridge compartment and the cap was not able to stay secure. The pump was not available for review or troubleshooting at the time of the call. Animas customer support made several attempts to contact the reporter in follow up, but was unsuccessful in reaching the reporter. No arrangements for return of the subject pump have been made at this time. This complaint is being reported because the patient allegedly experienced hyperglycemia with hospitalization while on insulin pump therapy using a damaged pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.